Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following investigation elements were determined to be applicable and were completed as part of this investigation: ¿ sample analysis ¿ review of risk documentation based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal portion of the microintroducer sheath was damaged and plastically deformed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that the introducer would not advance. When it was removed and inspected, a notch was noted where the inner and outer introducer segments join. Additional info from customer: ((B)(6) 2023) item was not saved. Directly affected patient - had to find alternate introducer. Routine insertion. Additional info from customer: ((B)(6) 2023) the patient was in intensive care intubated, sedated, infusing vasopressors and in need of central line access. The defect was discovered upon trying to insert introducer and meeting significant resistance, almost recoiling. Introducer advanced through skin, but unable to access vein. No harm came to patient, this did not delay care, no negative impact noted. A new introducer kit was utilized and further PICC placement was successful. It did not involve life threatening medical situation.

Event description:
It was reported by customer that the introducer would not advance. When it was removed and inspected, a notch was noted where the inner and outer introducer segments join. Additional info from customer: (31-jul-2023) item was not saved. Directly affected patient - had to find alternate introducer. Routine insertion. Additional info from customer: (17-aug-2023) the patient was in intensive care intubated, sedated, infusing vasopressors and in need of central line access. The defect was discovered upon trying to insert introducer and meeting significant resistance, almost recoiling. Introducer advanced through skin, but unable to access vein. No harm came to patient, this did not delay care, no negative impact noted. A new introducer kit was utilized and further PICC placement was successful. It did not involve life threatening medical situation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.